Event description:
The customer reported that the central monitoring station was down. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Analysis was performed by a philips remote service engineer (rse) which included interviewing the customer and assisting with troubleshooting the unit. The customer stated they were unable to centrally monitor from the one central, but able to monitor at the bedside. The customer discovered, after looking at an older rev c system that was offline, 6 hospitals were tied to the same central station system. The customer was advised to reboot in order to fix the pending update screen issue and clear the central station stuck in an update boot system freeze. It could not be confirmed if the network was a philips supplied network or a customer supplied network. Based on the information available, the cause of the reported problem was unable to be established. The reported problem was confirmed. If additional information is received, the complaint file will be reopened for further investigation.